Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) sensing issues. It was noted that intermittent rv loss of capture (loc), undersensing and overpacing were observed. It was questioned if there was a drop in battery longevity. Technical services (ts) reviewed, stating that this pacemaker was depleting normally and that the power consumption was due to recent higher pacing outputs in the rv lead. Reprogramming options were performed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.